Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - e1 (event site state), h6(type of investigation, component codes) the nurse stated that the alarm had just occurred and they were unsure how to proceed. As esp personnel began troubleshooting with her, she quickly handed the phone to a ccl staff member. She stated that there were no visible signs of blood in the helium tubing and that all connections were secure. She reported that they had been attempting to resume therapy using the start key but were unsuccessful. Esp personnel directed her to use the iab fill key followed by the start key, and therapy resumed as expected. Also reviewed possible causes of the alarm with jacci, and she stated that the patient had been on a ventilator and the alarm occurred when vent settings were changed rather abruptly.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name the first is (B)(6). Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.